Manufacturer narrative:
Date of birth: (B)(6). Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that chest pain, st elevation and stent thrombosis occurred. In (B)(6) 2017, the patient presented with st segment elevation myocardial infarction. The target lesion was located in the right coronary artery (rca). After implanting a 3.50x16mm synergy ii drug-eluting stent, patient was taken to the intensive care unit (ICU). However, the patient immediately experienced chest pain and it was noted that the st segment elevation returned. Patient was then moved back to the cardiac catheter laboratory and a non-bsc catheter aspiration thrombectomy catheter was used. Angioplasty was also performed. The patient did well and was discharged two days later.